Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to lead fracture and noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to lead fracture and noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found capped 11 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment. The insulation was found rubbed through 22.5 and 12.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, cuts into the insulation were found between 27 and 24.5 cm proximal to the lead tip. The conductor cables leading to the ring electrode and rv shock coil were found fractured 26 cm proximal to the lead tip. These damages probably occurred during the extraction procedure from surgical tools. The shock coils were stretched and the helix bent, these deformations probably resulted from the surgery due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.